Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a leak in the three pumphead channels. This event had the potential to interrupt delivery. It is unknown when this condition occurred. Patient involvement is unknown. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation because the customer will fix the pump; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or the device becomes available, a follow-up report will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.